Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to retract the ruby coil back into another manufacturer's microcatheter and it was removed along with the microcatheter. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.